Event description:
It was reported that alarm 2 followed by alarm 26 occurred, leading the customer to visit the emergency room where they stayed for four and a half hours. The highest blood glucose level related to the incident was 526 mg/dl. The customer had ketones, but they were not identified as dangerous or life-threatening. The issue was resolved with IV fluids of saline and insulin. The customer changed the infusion set and cartridge and resumed insulin, which resolved the issue. Customer was released the same day with no injuries, and no permanent damage identified.